Event description:
During a surgical procedure, the cutting forceps broke and failed. The case was completed switched from pk cutting forceps to a ligasure instrument. The pt experienced longer stay than normal, but no injury to the pt was reported.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.